Manufacturer narrative:
Investigation summary: the customer reported the silicone part of the set broke during the infusion of the diet. There was no patient injury/harm. The report refers to product code 775100, epump cross spike feed & flush, with lot number 201600043. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. As part of this review, the dimensions of the tubing and mistic connector were reviewed found within in specification. A trend analysis was performed for the reported lot number and failure mode and no related trends were identified within a 2-year timeframe. One used sample was received for evaluation. Visual inspection performed confirmed the report of tubing detachment/disconnection as the silicone tubing was detached from the mistic connector. Functional testing of the returned device required reattaching the tubing to the mistic connector and connecting set to pump. The set completed priming without issue. Current quality control process states for "every eight (8) assembled products, 1 will be inspected with go no go fixture assembly, epump, upper tubes for feed only and feed and flush bags¿. Quality inspection results for tensile test at the silicon tubing-mistic connector junction were reviewed and all of the samples were found inside specification. A potential root cause of the confirmed detachment at the mistic connector is possible user misuse. The IFU states "when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket¿. No additional action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the silicone part of the set broke during the infusion of the diet and caused the set to leak. There was no patient injury.